Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 96 ohms to 114 ohms. Shock impedance measurements appeared to have been climbing very slowly since implant. A copy of device data was sent to technical services (ts) for further review. The battery status of the related device was noted to be appropriate and all other lead measurements were noted to be stable. Additional information was received that this lead later exhibited high out of range shock impedance measurements greater than 125 ohms. The company representative requested further review by ts. No further review has been conducted at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that ts reviewed a copy of device data and discussed potential troubleshooting options as well as the option of increasing the alert value in the remote home monitoring system. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that commanded shock testing was performed. Shock impedance measurements were noted to be 112 ohms with shock delivery. The physician was satisfied with that value and plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 96 ohms to 114 ohms. Shock impedance measurements appeared to have been climbing very slowly since implant. A copy of device data was sent to technical services (ts) for further review. The battery status of the related device was noted to be appropriate and all other lead measurements were noted to be stable. Additional information was received that this lead later exhibited high out of range shock impedance measurements greater than 125 ohms. The company representative requested further review by ts. No further review has been conducted at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that ts reviewed a copy of device data and discussed potential troubleshooting options as well as the option of increasing the alert value in the remote home monitoring system. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 96 ohms to 114 ohms. Shock impedance measurements appeared to have been climbing very slowly since implant. A copy of device data was sent to technical services (ts) for further review. The battery status of the related device was noted to be appropriate and all other lead measurements were noted to be stable. Additional information was received that this lead later exhibited high out of range shock impedance measurements greater than 125 ohms. The company representative requested further review by ts. No further review has been conducted at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.